Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 343400, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients lead have migrated laterally and was giving patient anterior pain. X-ray confirmed the lead had migrated. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.